Event description:
It was reported that the patient presented having near syncope. It was discovered that the right ventricular lead exhibited sensing noise causing the pacer to pause until it would mode switch. The lead also exhibited r-wave amplitude variation. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and r-wave amp variation were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.